Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, an oxygen sensor error occurred that could not be resolved by calibration. The oxygen sensor was replaced, this issue was resolved. There was no adverse effects or harm to the pt reported.